Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was obtained: I was concerned about the possibility of a skin burn based on appearance of peritoneum around the entry site which appeared to have a small burn. The skin and soft tissue were totally fine and we have not heard from the patient of any concerns. Call home revealed a reflected power error, but no major issues. Active temperatures were normal. No device will be returned to neuwave for further investigation. The root cause is unknown. A search of nonconformities (ncs) was performed for lot ml21036226. There were no observed nonconformities for this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they used an ablation and stated there was soft tissue damage.